Event description:
Patient called lfs and alleged that their meter was reading inaccurately low the patient had performed a test and obtained a reading of 115 mg/dl. They then retested on another meter and obtained a result of 178 mg/dl. The patient did not allege any harm or injury. The patient stated that the test strips were defective. The codes matched, and the techniques for applying the blood to the test strips and for cleaning the puncture site were done correctly. The patient performed two control solution tests, both failed. Based on the informaiton provided, there is evidence of a meter malfunction. However, there is no evidence of the meter contributing to a serious injury. No new items are being sent to the patient.